Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt underwent generator replacement surgery due to normal end of svc. The explanted generator was returned to the MFR and a product analysis was performed. The reported issue, end-of-svc, was not confirmed although an elective replacement indicator set to yes condition was verified and the device continued to function. A post burn-in electrical test was performed and test specifications were not met. Analysis identified the q10 component to be the root cause of the post burn-in electrical test failure. Analysis found that the defective q10 did not impact device performance. The post burn-in electrical test out-of-specification current measurement represents a condition that would likely have a minimal impact on the battery longevity.